Event description:
It was reported that upon deployment, a vascular stent was observed to be elongated. No further info was known. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery system has not been returned to the manufacturer for eval. The investigation is currently underway.